Event description:
On 19aug2024, an eye care provider called to advise a patient (pt), an experienced user, in china reported discomfort (affected eye is unknown) on (B)(6) 2024 while wearing an acuvue oasys 1 day with hydraluxe technology brand contact lens (cl) with the ¿new packaging.¿ the ecp reported the pt was unable to open the affected eye on removal of the suspect cl. The pt reported that a doctor advised the pt had a ¿eye bacterial infection due to wearing cl.¿ on 19aug2024, a call was placed to the pt for additional information, but the call was unanswered. On 21aug2024, the reporting ecp called and provided additional contact numbers for the pt. The ecp advised the pt¿s ¿eyes were affected seriously, and the pt is still undergoing medical attention of an doctor.¿ on 22aug2024, the pt provided additional information. The pt experienced stinging pain in the left eye (os) after 1 hour of cl wear. The pt removed the os suspect lens and ¿felt a bit of discomfort,¿ but the following day, it was hard to open the eye. The pt reported on day 3, the pt was unable to open the eye and went to an eye specialist who diagnosed the pt with keratitis. The pt reported using 4 unknown medications (unknown prescribed frequency) but will send additional information with the medical report by email. The pt reported the doctor asked the pt not to use cl anymore. On 24aug2024, the pt reported the eye is ¿getting better¿ now, but is still a ¿bit red.¿ the doctor advised the pt that the eye condition is getting better and reduced the amount of two types of unknown medication. The pt didn¿t recall any additional information but will provide the medical report, medications, and frequencies prescribed by email. On 28aug2024, an additional call was placed to the pt for an update on the current eye condition and request medical report, but no additional information was provided. No additional information has been received. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 5760700111 was produced under normal conditions. The os suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed if applicable.

Manufacturer narrative:
On (B)(6) 2024, the patient (pt) reported the left eye (os) is still not ok and is ¿still seeking for doctor.¿ the pt ¿this week will meet another doctor.¿ the pt ¿want someone to walk in to care about the pt.¿ the pt refused to provide the medical report and any treatment details. On (B)(6) 2024, the pt reported ¿unable to walk in visit.¿ the pt reported ¿having a white dot on the eye as doctor mention¿ and "still need to do treatment for 3 months." No treatment details were provided. The pt¿s medical report was requested. No additional medical information has been received. If any further relevant information is received, a supplemental report will be filed, as appropriate.